Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device may have shut down unexpectedly during use with a patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device may have shut down unexpectedly during use with a patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify the reported issue though the device's key logs but was unable to duplicate it. The cause of the reported issue could not be determined. The customer's device was archived by stryker. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device may have shut down unexpectedly during use with a patient. This issue is patient related; however, there was no adverse event reported.